Event description:
While using a byte day aligners, patient reported that their oral surgeon recommended that they cease treatment. The doctor provided a letter of recommendation stating that the patient has been undergoing dental treatment for gum recession, teeth sensitivity and tooth damage. After evaluation and consideration of the patient's current dental health status, it is evident that continuing with the current aligner treatment plan may exacerbate their condition and lead to further complications. It is recommended that the patient seek consultation with a specialist in periodontics and restorative dentistry.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.